Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose. The customer stated his blood glucose was 576 mg/dl the night before. He had treated himself with a manual injection. Customer's current blood glucose was 366 mg/dl. Troubleshooting occurred for the customer's insulin pump. No leak was found during the troubleshoot. The customer also stated the cannula was not occluded. No additional information provided.